Event description:
It was reported that the patient had a ¿battery change¿ because the ¿battery died¿. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).